Event description:
It was reported that the reservoir of a small volume folfusor ruptured during filling. The reporter stated that the device was first filled with 50 ml of 5% glucose and then 14 ml of glucose and 21 ml of fluorouracil. No patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 9, 2013 - october 10, 2013. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.